Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained. It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.